Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An email was received regarding a primary plum set, stating that the device was leaking at the cassette. The drug infusing was not hazardous. Unfortunately, the nursing team did not have the bag with the lot number but was able to save the tubing as it did not contain a hazardous drug or any patient identifiers. The drug used is leucovorin. No patient harm was reported.

Manufacturer narrative:
Investigation summary: received one (1) used list# 146870489, primary plum set for inspection. As received, no damage or anomalies noted. Received two (2) photos, one (1) photo of a bag and one (1) photo of the set in a bag. The set was leak tested and no leakage was observed. The complaint of leaking cannot be replicated or confirmed. A device history record review could not be conducted because no lot number(s) was/were identified.